Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify device deficiency anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not delivering insulin, took insulin and all of a sudden insulin pump did not working and disconnect tubing form the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.